Event description:
Extension set on pt's IV leaked primacore from a hole in the extension set. Increased pt's risk of infection and due to slow infusion rate, may have significantly affected amount of drug pt received.